Manufacturer narrative:
Reactivity of the c antigen was confirmed on retention capture-r ready ID (crrid), lot id114, used by the customer at the time of the event. The customer's plasma sample, (history of anti-c), was tested by a manual calibrated technique with the retention and returned crrid, lot id114 the sample was nonreactive with all cells tested. The submitted serum sample was drawn in a gel separator tube and, therefore, was inappropriate for testing. The plasma sample was tested by tube hemagglutination tests using selected c+c-, c-c+, and c+c+ cells from retention panocell -10, lot 11324, using immuadd as the potentiator. A room temperature incubation was included. The sample exhibited +w and microscopically positive reactivity at the indirect antiglobulin (iat) phase with the c+c- and c+c+ cells, respectively. A service call was made and the camera was replaced. Repeat testing of the patient sample gave (equivocal) reactions with c+ cells.

Event description:
Customer reported an unexpected negative reaction on the echo. A patient sample with a history of anti-c was negative. The customer stated that the wells containing c+ red cells were all negative.